Manufacturer narrative:
The user facility submitted medwatch 0700100000-2023-8020 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine with a spectrum iq pump, the pump allegedly stopped infusing the medication and a flashing red ¿system error 343¿ message was generated. It was further reported the pump was unable to restart so the spectrum pump was changed. The patient¿s blood pressure dropped and the patient experienced hypotension. After treatment was resumed on the new spectrum pump, the patient's blood pressure "stabilized". No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 343 alarm was not reproduced. No abnormalities that could cause or contribute to the reported problem were observed during visual inspection. A visual inspection of the motor, motor flex, and I/o board revealed no abnormalities. A review of the event history log revealed a single event of system error 343. However, the event history log review revealed that the user was able to clear the system error 343 and restart the pump within one minute. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.